Event description:
New information notes that at a subsequent follow up post paced t wave oversensing was observed. The device was reprogrammed and a successful dft test was performed. The patients status was well.

Manufacturer narrative:
.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, post-paced t-wave oversensing was noted. The device was reprogrammed.

Event description:
New information received notes that the device continued to exhibit post-paced t-wave oversensing. Patient was asymptomatic. Further programming changes were made.